Manufacturer narrative:
The ultra 360 patient positioning system (a2009) was returned for evaluation: failure analysis - complaint confirmed via inspection of the unit. The upper and lower handles were adjusted to bring them back into tolerance from not holding properly. Both shock cushions, 1/4in pin and adjustment wrench were replaced from being worn. Unit received with std. Adaptor and not the tri-star adaptor. General maintenance and cleaning performed. All worn components replaced with new parts. Handles adjusted. Root cause - probable root cause is routine use and wear of the unit. This unit is beyond integra¿s 7 years recommended life cycle (manufactured 2008). No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
A facility reported that the ultra 360 patient positioning system (a2009) slips when locked (extrusion of shock cushion on upper locking arm). No information has been provided on patient involvement, injury, or surgical delay.